Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device presented for follow-up at which time the battery indicator was at one year remaining life. The physician reported that the previous year, the device was at nine years of remaining battery life. Data was sent to technical services for review into the battery anomaly. The ts analysis confirmed a power consumption issue with recommendation to replace within 28 days. No resulting adverse patient effects were reported. Subsequently, the device was explanted and replaced with another boston scientific device with no procedural complications. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.